Event description:
Event description boston scientific received information that during transfer of the patient to the reovery room, this right ventricular lead exhibited loss of capture. Additionally, the atrial thresholds increased to 1.7v. The pacemaker was reprogrammed to 6.0v which resolved the capture issue. Evaluation of the device in aai mode noted a prolonged p-r interval. The patients recovery was uncomplicated, and she was discharged.